Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device teflon coating on the blade head came off. The issue occurred during an unspecified therapeutic procedure which was completed with an olympus back-up device. There were no reports of patient harm.